Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having low blood glucose. Low was treated with glucose tablet and some juice (not glucagon). Customer also reported having sensor glucose of 51mg/dl versus blood glucose of 151mg/dl. Troubleshooting was done for the sensor issue but not done for the low. It was unknown if pump was used within 48 hours of the low (there was no high). It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced differences between sensor glucose and blood glucose levels but the insulin delivery was not suspended due to the difference in the glucose values. The customer blood glucose was 151 mg/dl and sensor glucose value was 51 mg/dl at the time of incident. The customer reported hypoglycemia and was treated with glucagon. The event involved product(s) mmt-7040a, mmt-1884l, mmt-342, mmt-441ag. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was 100 mg/dl and it is beyond 30% limit. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer used the smartguard/auto mode feature of the insulin pump. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884l. No product return is required for mmt-342. No product return is required for mmt-441ag.